Event description:
It was reported that the interrogation of the implantable cardioverter defibrillator (ICD) revealed that all histogram data is "invalid". It was determined that the device experienced a memory error.  The patient is receiving radiation therapy. The error was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 419678 lead, implanted: (B)(6) 2011. A 407652 lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Single bit ecc error on (B)(6) 2014, 4:27:17 pm, ecc-lead integrity alert (lia)conflict. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.